Event description:
It was reported that the procedure was to treat the internal carotid artery with calcification and tortuosity. The emboshield nav6 embolic protection system (eps) was deployed without issue at the intended location. A stent delivery system was advanced to the lesion and deployment was attempted but it was noted that the filter moved. Therefore the stent was not deployed, and the emboshield nav6 eps was removed and replaced with a new nav6 filter. There were no issues with prep or deployment of the filter. There were no adverse patient effects and there was a delay in the procedure but no harm to the patient. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported migration appears to be related to operational context. In this case, based on the reported information, it is likely that during advancement of the stent delivery system, the barewire was inadvertently pulled causing the filter to move. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.